Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, the trailing haptic stuck to the plunger and unable to load. There was no patient contact and surgery completed with other replacement lens. Additional information has been requested.